Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device was recalibrated to address the issue.